Event description:
A malfunction was reported with the display of malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided pump reset information and guided the customer through the process. After the reset, the malfunction did not recur, and the customer was informed to continue using the pump and to call back if any further issues arose.